Event description:
The report received from affiliate indicated that the index procedure was emergent with an indication of acute myocardial infarction. The target lesion was the proximal to mid lad. The lesion was de novo, type c, eccentric, diffuse and totally occluded with pre-existing clot. Preprocedure timi flow was 0. The lesion was predilated a 2.5 x 20 balloon at 8 atmospheres for 30 seconds. A cypher 3.0x28 stent was implanted at 18 atmospheres for 30 seconds and was postdilated. Thereafter, there was little thrombus noted; however, the physician judged that this was no problem, as the little thrombus could be treated by injection of heparin after the procedure. However, approximately 14 days later, the patient returned to the hospital for the treatment of another lesion in the rca. A coronary angiogram was completed, and incidentally, thrombus was noted in the previously implanted cypher stent.